Event description:
Pt's family complained of concentrator not working well and using back-up tank. Serviced 1/27/99, one day post complaint at pt's family's request. Filters cleaned and put back into service. Filters cleaned 12/16/98 previously. Pt's family called 1/29/99 to state oxygen concentrator went back to 1.5lpm 1/28/99 but they did not report. Pt expired 1/28/99. Equipment tested 2/1/99 without difficulty by distributor.